Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm indicating ¿device inoperative¿. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: a service engineer evaluated the ventilator's log history and found error codes in the history. The ventilator operated as expected but due to codes found in the log history, the graphical user interface printed circuit board and the user interface board was replaced. Both parts were returned to medtronic for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via japan pmda report as follows: during the reported event, the ventilator did not stop delivering breaths to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.